Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, device evaluation found distal end cover (c-cover) had multiple chipped areas. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of image issue could not be determined. However, based on the results of the investigation and previous investigations, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: c-cover had a chip due to stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that with the bronchovideoscope the image had stripes during angulation adjustment. The issue occurred during maintenance. There were no reports of patient involvement.